Event description:
It was reported that the device had an experienced a power failure, during which the screen flickered, and the device was unable to complete delivery tests. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the cause of the issue was that the interconnect ribbon cable was not fully inserted into the main circuit board connector. The cable was properly seated allowing the pump to turn on, which fixed the issue.